Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
The customer reported unit alarmed. There was no patient involvement.

Manufacturer narrative:
G4: 07may2020. B4: 04sep2020. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced flow sensor assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04sep2020. B4: 09sep2020. It was determined that the alarm observed by the customer was a low tidal volume. After the repair, the customer decided to retain the replaced flow sensor assembly; therefore, no part will be returned for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.